Event description:
It was reported by the distributor, the bullet broke off the needle when the surgeon tested the capio device to ensure that the suture was seated. No pt injury reported. The surgeon used a free needle to complete the procedure. No further info available.

Manufacturer narrative:
Eval: no sample returned for eval. Results: other- internal corrective action was initiated to address this and similar issues. Conclusions: device problem already known- no eval performed. MFR will continue to track and trend for similar incidents.